Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that when the customer went to use the system, there was a connection issue with the camera, the camera was unable to be used. The initial troubleshooting step involved using another system for the case. The probable cause was likely the complementary metal oxide semiconductor (cmos) battery. After replacing the camera, the system still showed a localizer faulted message, and further investigation with the network device interface (ndi) toolbox confirmed that the camera sent had the bump sensor marked as bumped. There was no patient involved.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821r, ubd: unknown, UDI#: unknown; product ID: 9735821r, ubd: unknown, UDI#: unknown work order completed: h3, h6) a manufacturer representative went to the site to test the navigation system. It was reported that the camera was replaced, and the system then performed as intended. Codes b01, c08 and d02 are applicable. A05: applicable to localizer faulted, and the camera not being able to use. A1102: applicable to the localizer faulted message. A12: applicable to the connection issue with the camera. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.